Manufacturer narrative:
The user facility was notified of the event on (B)(6) 2012. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Package insert 01-50-1218 states under warnings: "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance".

Event description:
It was reported that upon insertion of the juggerknot implant a portion of the inserter prong fractured and had to be removed from the drill hole. The juggerknot implant was successfully implanted to complete the procedure.